Manufacturer narrative:
According to the customer on (B)(6) 2024 "they were leaving the office building that their doctor is in and going to their car when the bolt that holds the front wheel in place snapped and sent me falling to the asphalt". Per the customer a family member and doctor helped the user into their car. Per the customer on (B)(6) 2024 they "developed severe abdominal pain" and they were brought to the hospital on (B)(6) 2024 "where it was determined via a CT scan that they had a hematoma and left femur fracture". Per the customer they "had surgery to repair the broke femur on (B)(6) 2024 and remained in the hospital until (B)(6) 2024". Per the customer they are "doing better". Per the customer the "there were no obstructions or uneven surfaces" when the incident occurred. Per the customer "both wheels were previously replaced on the item". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024 "they were leaving the office building that their doctor is in and going to their car when the bolt that holds the front wheel in place snapped and sent me falling to the asphalt".